Event description:
It was reported that a pump malfunction occurred with a code malf 16. Impact to the customer's blood glucose level was unknown as the customer declined to answer if levels exceeded 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery, and customer technical support (cts) confirmed the shipping address for the replacement pump. The customer understood how to put the pump into storage mode and was instructed to return the faulty pump using a pre-paid label within ten days.